Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol was stuck in cartridge. The surgery technician was folded the lens and no problems noticed and checked before handing over to the surgeon and all haptics remained inside. During implantation (half out of cartridge) the lens was pointing downwards much, seemed to be going to posterior capsule. As a precaution, lens was not pushed further and implantation stopped. The procedure was completed with the new lens without any patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.3., d.9., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic was torn/split/cracked and pressed against the posts of the lens case. No cartridge returned for evaluation. Qualified associated products were indicated. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported complaint of ¿stuck in cartridge during implantation¿ could not be confirmed because the lens was not returned in a cartridge for evaluation. The cartridge was not returned for evaluation. The observed lens damage may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).